Event description:
It was reported that the seeping of fluids was observed from the y-site of a clearlink system non-dehp soln set. This was observed when the lower slide clamp was engaged and when the lower slide clamp was not engaged. This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer address 1: (B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.